Event description:
It was reported that the patient had ventricular tachycardia (vt) on (B)(6) 2023 and became unconscious. Low flow alarms were noted. Flows of 1.6 liters per minute (lpm) were noted on download but the doctor stated seeing a zero flow. Cardiopulmonary resuscitation (CPR) and cardioversion was performed. Log files contained a sudden onset of low flow alarms starting on (B)(6) 2023 between 3:38:24pm ¿ 3:39:49pm. The lowest flow reading was 1.6 lpm. Various set speed changes below the low speed limit triggered low speed advisory alarms. The low speed advisory alarms resolved at 3:44:13pm once the set speed was increased above the low speed limit. The log file continued to record set speed changes but no further low flow alarms were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. The submitted controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. On (B)(6) 2023, a low flow alarm was captured with flow decreasing as low as 1.6 liters per minute (lpm). Subsequently, a low speed advisory alarm was captured, per design, due to the fixed speed being set below the low speed limit. The low flow and low speed advisory alarms appeared consistent with the report of the patient's vt and loss of consciousness. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the hm 3 lvas, serial number (B)(6), with no further related events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and heartmate 3 lvas patient handbook, rev. B are currently available. Section 1, ¿introduction,¿ lists potential adverse events, including cardiac arrhythmia and stroke, that may be associated with the use of the heartmate 3 lvas. Additionally, section 6, "patient care and management," lists arrhythmia as a potential late postimplant complications. The IFU also addresses pump parameters, including pump flow. The IFU also states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Additionally, the IFU and patient handbook address system alarm conditions, as well as the appropriate actions associated with each condition. The handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU includes a list of hm 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that on (B)(6) 2023 the patient had a new onset of dysphagia, left-sided tongue deviation, and left-sided cord palsy post-left ventricular assist device (lvad) insertion. A neurology review and a computed tomography (CT) of the brain was performed with no abnormalities detected. The neurology and home team were treating this as a medullary ischemic stroke. To date, neurology was still involved and would plan for a repeat CT brain scan. The patient was still having ongoing symptoms.